Event description:
The cin was contacted directly by the contact person. It was reported the instrument was used during an unk procedure. It was reported the upper diaphragm was not holding with normal use. No other info available. The cin spoke to a nurse from the case who stated the outer gasket tore at the beginning of the case. There was no consequence to the pt.